Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy requesting information on the material composition of the product retained in her femur during knee replacement surgery. Update rec'd 8/27/2015: patient emailed depuy with product information. Upon further review, it was realized that the product the patient referred to was an instrument piece which broke off in surgery and was left in patient. The im rod is now being reported.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were conducted. No additional information was obtained. A voluntary recall for specific lots of the specialist 2 intramedullary (sp 2 im) rod 400mm instrument (pn 96-6120) was initiated on september 8, 2015 the company has identified the potential for the sp2 im rod 400mm instrument (pn 96-6120) made with (B)(4) to fail due to fatigue and/or overload when excess leverage is applied to the sp2 im rod 400mm instrument (pn 96-6120). There is a deep j-shaped groove at the tip of the rod, which allows a sleeve to lock into place when used in revision cases. It is within this groove that fracture can occur. The sp2 im rod 400mm instruments (pn 96-6120) made from (B)(4), distributed between may 1995 and february 2001, are being included in this recall notice to retrieve any instruments remaining in the market. The investigation could not identify or verify any product contribution without the lot code or product to examine. Additional corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.